Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed after restarting the system. A philips field service engineer (fse) inspected the system onsite and confirmed that all geometry movements were unavailable. Upon further troubleshooting, fse found that the control module was malfunctioned. Additionally, a review of the system log files indicated errors pertaining to the geometry issue. The fse replaced control module. After replacement the system was restored to proper working order. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system's geometry movements were unavailable. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.